Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated (B)(6) 2013 at 21:41. The ultrafiltration was 1434ml during drain cycle 3 with a largest prescribed fill volume of 1800ml. No further information was available.